Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua)18 (max take-up revolution exceeded) error message upon powering up" was confirmed based on the archive data review but was not confirmed during functional testing. The autopulse platform passed the testing and performed as intended. The root cause of the reported ua18 error was that the autopulse detected no weight present on the platform. As reported by the customer, there was no weight placed on the platform when the error message appeared. During visual inspection of the autopulse platform, no physical damage was observed. However, during open case inspection, it was noted that the cable connecting the lcd was damaged, unrelated to the reported complaint. Based on the picture provided by zoll service team, the insulation and sheathing of the lcd cable were breached by the screw. Nevertheless, the lcd and the backlight were still functional. The root cause of the observed issue could not be determined. The damaged lcd was replaced to address the issue. The archive data review showed multiple ua18 (max take-up revolution exceeded) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient/object. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient/object, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient/object and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, unable to replicate the customer's reported complaint. Awaiting the customer's approval for repair.

Event description:
During device check, after the autopulse platform (s/n (B)(4)) was powered on and the lifeband was retracting, the platform displayed a user advisory (ua)18 (max take-up revolution exceeded) error message. As reported, there was no weight placed on the platform when the error message appeared. The customer replaced the lifeband to troubleshoot, but the issue persisted. No patient involvement.